Event description:
Pt with profound hypotension and gastrointestinal bleeding during endoscopic procedure. Attempts to band an actively bleeding varix failed due to product failure. When attempting to turn handle, met great resistance. Bands slowly deployed but were inadequate in their function.